Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified external and internal tears by the center slit. No damage was noted on the flush lumen and stopcock. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the center slit of the external and internal valves.

Event description:
During a pulmonary vein isolation procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. While preparing the sheath, the flush port did not lock properly, and an influx of air bubbles were visualized through the side port. The sheath was replaced, and procedure was completed successfully. No patient complications were reported. The sheath has been received for analysis.

Event description:
During a pulmonary vein isolation procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. While preparing the sheath, the flush port did not lock properly, and an influx of air bubbles were visualized through the side port. The sheath was replaced, and procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.